Event description:
Had cosmetic breast surgery. Ever since have had multiple health issues. Started with g.I. Issues, headaches, c. Diff infection, pain in multiple joints, muscle pains, dry eyes and blepharitis, gastritis, problems urinating, dry skin, sense of taste and smell is dull, extreme fatigue, and multiple little symptoms. I have been told there is a condition called breast implant illness. And I feel this is what I have. No one ever told me that implants are made from silicone shells which can wreak havoc on your body. This should be known to everybody that is going to put them in their body. FDA safety report ID # (B)(4).